Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy,abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included norethisterone (mini-pill) from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection: vaginal"), bacterial infection ("infection: bacterial"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gastrointestinal problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping / lower abdomen pain"). The patient was treated with surgery (on (B)(6)2013, hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, bacterial infection, migraine, allergy to metals, vaginal discharge and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bacterial infection, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms were decreased soon after removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Plaintiff demographics added. Essure indication and lot number updated. New events abnormal bleeding (vaginal, menorrhagia), infection: vaginal, bacterial, migraines / headaches, nickel allergy, vaginal discharge, gastrointestinal problems were added. Plaintiff underwent salpingectomy (bilateral removal of fallopian tubes) and most of the symptoms were decrease soon thereafter. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy,abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included norethisterone (mini-pill) from (B)(6) 2012. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection: vaginal"), bacterial infection ("infection: bacterial"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gastrointestinal problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping / lower abdomen pain"). The patient was treated with surgery (on (B)(6) 2013, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, bacterial infection, migraine, allergy to metals, vaginal discharge and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bacterial infection, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms were decreased soon after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2013, undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.